Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation the battery charger/modem was resetting and was unable to charge a battery. The cause for the failure was isolated to a shorted u13 cmos-flash microcontroller on the bedside pca. The root cause for the shorted u13 microcontroller could not be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that a charger was resetting.